Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and walked the caller through the process, which successfully resolved the issue without the error code reappearing.